Event description:
It was reported via repair work order that the fowler was stuck in a elevated position and was not able to lower to it's flat position due to bent fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.